Event description:
The unit would act as if it were radiating as soon as unit would act as if it were radiating as soon as unit was powered up. The dealer's repair tech did not verify if radiation was present when malfunction occurred; however, firm is assuming based on description of event that radiation was present & reporting. No pt or operator was involved in reported incident.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.